Event description:
The customer was unable to acquire a 12-lead. There was no negative patient impact.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.